Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded portions of silver metallic coils within each cornu') and pelvic pain ('pelvic pain') in a (B)(6) female patient who had essure (batch no. A14859) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test". The patient's medical history included uterine dilation and curettage in 2001, anal warts and vaginal infection. Concurrent conditions included mammogram (screening), herpes nos, pap smear abnormal, vaginal odor, vaginal itching, vaginal discharge, vulval irritation, vaginal lesion, genital lesion, tenderness, burning sensation, pain, blisters, asc-us, human papilloma virus infection, vaginal burning sensation, vaginal pain, menstrual disorder, intermenstrual bleeding, abdominal cramps, intramural leiomyoma of uterus, cervical dysplasia, endometriosis of uterus, cervix inflammation, uterine cervical metaplasia, adenomyosis and uterus enlarged. Concomitant products included codeine phosphate; paracetamol (tylenol with codeine) since (B)(6) 2018, ibuprofen (motrin) since (B)(6) 2018, valaciclovir (valacyclovir) from (B)(6) 2017 to (B)(6)2018 and vitamins nos (multivitamins) from (B)(6) 2017 to (B)(6) 2019. On (B)(6) 2012, the patient had essure inserted. In 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). In (B)(6) 2017, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), vulvovaginal pain ("dyspareunia (painful sexual intercourse): the pain is located in the vagina and does not radiate"), abdominal pain ("abdomen pain") and back pain ("lower back pain"). The patient was treated with surgery (laparoscopically assisted vaginal hysterectomy with bilateral salpingectomies). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, pelvic pain, menorrhagia, migraine, dysmenorrhoea, dyspareunia, vulvovaginal pain, fatigue, abdominal pain and back pain outcome was unknown and the vaginal haemorrhage had resolved. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, embedded device, fatigue, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: discrepancy noted in essure implant date (B)(6)2011 and (B)(6) 2012. In 2012, plaintiff underwent hysteroscopy which showed tubal occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: painful intercourse, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-aug-2019: plaintiff fact sheet and medical records were received. Event injury was updated to following events: pelvic pain, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), migraines / headaches, dysmenorrhea (cramping), fatigue, dyspareunia (painful sexual intercourse): the pain is located in the vagina and does not radiate, abdomen pain, lower back pain and plaintiff did not undergo confirmation test. Lot number, medical history, concurrent condition and concomitant medication were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded portions of silver metallic coils within each cornu') and pelvic pain ('pelvic pain') in a 45-year-old female patient who had essure (batch no. A14859-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test". The patient's medical history included uterine dilation and curettage in 2001, anal warts and vaginal infection. Concurrent conditions included mammogram (screening), herpes nos, pap smear abnormal, vaginal odor, vaginal itching, vaginal discharge, vulval irritation, vaginal lesion, genital lesion, tenderness, burning sensation, pain, blisters, asc-us, human papilloma virus infection, vaginal burning sensation, vaginal pain, menstrual disorder, intermenstrual bleeding, abdominal cramps, intramural leiomyoma of uterus, cervical dysplasia, endometriosis of uterus, cervix inflammation, uterine cervical squamous metaplasia, adenomyosis and uterus enlarged. Concomitant products included codeine phosphate;paracetamol (tylenol with codeine) since (B)(6) 2018, ibuprofen (motrin) since (B)(6)2018, valaciclovir (valacyclovir) from (B)(6)2017 to (B)(6) 2018 and vitamins nos (multivitamins) from (B)(6)2017 to (B)(6)2019. On (B)(6)2012, the patient had essure inserted. In 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). In (B)(6)2017, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse): the pain is located in the vagina and does not radiate"), abdominal pain ("abdomen pain") and back pain ("lower back pain"). The patient was treated with surgery (laparoscopically assisted vaginal hysterectomy with bilateral salpingectomies). Essure was removed on 14-nov-2018. At the time of the report, the embedded device, pelvic pain, menorrhagia, migraine, dysmenorrhoea, dyspareunia, fatigue, abdominal pain and back pain outcome was unknown and the vaginal haemorrhage had resolved. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, embedded device, fatigue, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure implant date (B)(6)2011 and (B)(6) 2012. In 2012, plaintiff underwent hysteroscopy which showed tubal occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: painful intercourse, menorrhagia quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 24-aug-2019: update of information (batch is not valid) incident no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded portions of silver metallic coils within each cornu'), pelvic pain ('pelvic pain') and genital haemorrhage ('general abnormal bleed') in a 45-year-old female patient who had essure (batch no. A14859-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test". The patient's medical history included uterine dilation and curettage in 2001, anal warts and vaginal infection. Concurrent conditions included mammogram (screening), herpes nos, pap smear abnormal, vaginal odor, vaginal itching, vaginal discharge, vulval irritation, vaginal lesion, genital lesion, tenderness, burning sensation, pain, blisters, asc-us, human papilloma virus infection, vaginal burning sensation, vaginal pain, menstrual disorder, intermenstrual bleeding, abdominal cramps, intramural leiomyoma of uterus, cervical dysplasia, endometriosis of uterus, cervix inflammation, uterine cervical squamous metaplasia, adenomyosis and uterus enlarged. Concomitant products included codeine phosphate;paracetamol (tylenol with codeine) since (B)(6) 2018, ibuprofen (motrin) since (B)(6) 2018, valaciclovir (valacyclovir) from (B)(6) 2017 to (B)(6) 2018 and vitamins nos (multivitamins) from (B)(6) 2017 to (B)(6) 2019. On (B)(6) 2012, the patient had essure inserted. In 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). In (B)(6) 2017, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)/menorrhagia (heavy menstrual bleeding)"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse): the pain is located in the vagina and does not radiate"), abdominal pain ("abdomen pain") and back pain ("lower back pain"). The patient was treated with surgery (laparoscopically assisted vaginal hysterectomy with bilateral salpingectomies). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, pelvic pain, genital haemorrhage, menorrhagia, migraine, dysmenorrhoea, dyspareunia, fatigue, abdominal pain and back pain outcome was unknown and the vaginal haemorrhage had resolved. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, embedded device, fatigue, genital haemorrhage, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure implant date (B)(6) 2011 and (B)(6) 2012. In 2012, plaintiff underwent hysteroscopy which showed tubal occlusion. Plaintiff received treatment for dysmenorrhea (cramping), pelvic/abdominal, dyspareunia (painful sexual intercourse), general abnormal bleed, menorrhagia (heavy menstrual bleeding) concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: painful intercourse, menorrhagia quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 4-sep-2019: pfs received. Reporters information updated. Event: general abnormal bleed were added. Event verbatim were updated:abnormal bleeding (menorrhagia)/menorrhagia (heavy menstrual bleeding) incident no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.